Event description:
The event is reported as: the customer alleges that the lighting of the device is intermittent. The issue detected post cleaning of the device. No report of a patient injury.

Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report.